Event description:
A report was received that during a revision due to ineffective therapy when the physician went to replace the paddle lead 5 contacts fell off the lead. The contacts were removed from the pt and the pt is doing well.

Manufacturer narrative:
The explanted paddle lead was not returned to bsn as it was discarded by the medical facility.